Manufacturer narrative:
Received 1 used closed wound suction evacuator and wound drain only. During the visual evaluation it was noted that the drain tubing with the "y" connector had tape attached to the connection between the connector and the drain. All of the components were clogged with blood. Blood was also found inside of the three spring evacuator. The suction port where the tubing was connected to the evacuator was also clogged with blood. A functional evaluation was not performed due to the condition of the sample when it was received. However; the evacuator was filled with water and blue methylene in order to verify leaks within the sample. During this test leakage was observed next to the empty port. The sealing of the top plate of the evacuator was noted to be weak at the point of leakage. This condition caused the suction failure and caused the components to become clogged. The complaint was confirmed as a manufacturing related issue. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "v. Precautions: ensure that the wound site is dry and free of debris before closure; the surgeon must determine the number of drains needed for an effective drainage of the entire wound site; the junction between the tubing and tissue at the drain entrance site must be air-tight for effective functioning of the system; if the drain is occluded, irrigation and/or aspiration of the drain may be required; the quality and quantity of drained fluid must be regularly monitored and reported to the surgeon; reservoir, once full, must be emptied per hospital protocols. Failure to do so will result in incomplete drainage; suction must be discontinued prior to the removal of the drain; before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: drain to suction source. Y-connector (when applicable): drain to y-connector; y-connector to suction source." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had orthopedic surgery on (B)(6) 2015 to remove his knee. A 3-spring evacuator and drain was placed in the wound bed. The patient stated that the drainage system was allegedly not working due to coagulated blood in the drain shortly after he was discharged. Only 1 oz of drainage occurred between the time the patient left the hospital and the following afternoon. The patient alleged that his dressing was soaked with blood and that a large amount of blood and drainage was coming out from around the tubing. The patient contacted his pa to have his dressing changed and he was told that he would have to wait until his appointment on (B)(6) 2015. The patient's physician removed the evacuator on 10/15/15 and replaced it with a new one. No further medical intervention was required.